Manufacturer narrative:
Analysis found the pulse generator to exhibit high current drain due to an anomalous integrated circuit.

Event description:
It was reported that the pulse generator exhibited premature battery depletion.